Manufacturer narrative:
Photos of the affected neoblue blanket light box (serial # (B)(4)) were provided by an employee at the user facility. The employee noted that there was no degradation or discoloration visible on the lens of the light box. Natus technical service examined the photos and concurred that there was no evidence of degradation or discoloration. The employee at the user facility noted that there were some cosmetic marks on the outside of the light box, but they did not report a malfunction or performance issue. A replacement light box was not provided because it was determined that the light box did not exhibit symptoms of degradation or discoloration consistent with the field safety corrective action for neoblue blanket systems.

Manufacturer narrative:
Natus medical initiated a field safety corrective action for the neoblue blanket systems in april 2015 as a result of investigations conducted by natus medical. These investigations showed that this failure occurs after extended exposure to the intense light source within the box, at which time the pad no longer provides the therapeutic treatment for which it is intended. Natus is in the process on confirming a neoblue blanket configuration which will not be susceptible to the degradation described above. Please note that additional information, such as date of event, was requested from the customer with no response.

Event description:
Natus medical received information regarding early degradation/discoloration of the neoblue blanket system fiber optic pads. These failures involved discoloration/degradation followed by eventual melting of the fiber optic bundle at the connector that is inserted in the neoblue blanket light box.